Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor: model: bsm-6501a, sn: (B)(4). Bedside monitor bsm-6500 series, model: ni, sn: ni. Bedside monitor bsm-3500 series, model: ni, sn: ni.

Event description:
The biomedical engineer reported that the bedside monitors (bsms) are displaying "loss of communication, please check available alarm types" message. This issue started occurring after a power outage and is affecting multiple bsm-6500s and one bsm-3500. This is only happening in the ICU department. They can clear the message, but it comes back in a day or 2. They have checked settings and have taken settings from the working ed department and loaded them on the units, but the issue persists. The issue is ongoing and has not been resolved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the bedside monitors (bsms) were displaying a "loss of communication, please check available alarm types" message. This issue started occurring after a power outage and was affecting multiple bsm-6500s and one bsm-3500. This was only happening in the ICU department. They could clear the message, but it would return in a day or two. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) informed customer to verify that the settings across all bsms match as any differences will result in comm loss error message. The customer called back after verifying settings and stated a power outage had recently occurred. Nk ts requested that the customer check the switch in the network closet and reboot the cns. The customer called back on 11/05/2021 as the issue was still occurring. Nk ts walked the customer through the steps for choosing and backing up the settings on the bsm devices. Nk ts reached out to clinical (cits) who the verified devices on the network and contacted the biomed for assistance with onsite troubleshooting activities. The crc was rebooted. Cits recorded logs in real time as troubleshooting took place. Review of the logs showed a hp printer was assigned to the same ip as the crc. The printer would not respond to print requests to and from the bsms. The root cause is determined to be the facility's network environment. The printer on network with incorrect ip address was preventing the bsms from communicating with cns. A review of the serial number history shows no recurrence of reported issue.

Event description:
The biomedical engineer reported that the bedside monitors (bsms) were displaying a "loss of communication, please check available alarm types" message. This issue started occurring after a power outage and was affecting multiple bsm-6500s and one bsm-3500. This was only happening in the ICU department. They could clear the message, but it would return in a day or two. No patient harm was reported.